Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Spontaneous fracture of femoral neck of corail hip replacement. No trauma. No symptoms. No obvious cause identified at revision surgery.

Manufacturer narrative:
This is a duplicate report of (B)(4). (B)(4) is being converted to a npi record as it is a report duplication. All new information pertaining to the eventm all updates to investigation(s) and/or regulatory reporting will be maintained in (B)(4).